Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the st holster is giving blue cable error codes continuously after three different probes were used to initialize. The blue cable was unplugged & the probes initialized. Please evaluate for blue cable adjustment. There was no patient involvement.